Event description:
It was reported that during the surgery for ureteral stricture using a balloon dilation catheter, the doctor found that the pump could not pressurize the balloon. After replacing it with a set of u30, the surgery could be normal. As per information mentioned in the internal bd comments on 30oct2023, stated that the product did not show any defects from the outside. Hx: the patient had surgery for ureteral stricture.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Visual evaluation noted the samples was evaluated in the bio testing lab, first performing a visual inspection of the device and no visible anomalies were identified. Inside of the balloon there are residues of a clear liquid, but there was not irregularities in the balloon. Upon completion of the visual inspection. Functional evaluation noted functional testing was performed introducing a 0.038" guidewire through the wirehub; the guidewire was introduced without resistance through all the catheter inner lumen hub. Then using the balloon hub the catheter was filled with distilled water using an inflation device. The balloon was inflated and then it was pressurized up to 30atm without shown leaks or irregularities. Afterwards, the balloon was deflated applying vacuum in the inflation device and it was deflated without problems. Based on the results of the sample evaluation, this complaint is unconfirmed since the balloon was inflated and deflated without complications and no irregularities were observed. A DHR reviews are not required as the reported event. The labelling review are not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that during the surgery for ureteral stricture using a balloon dilation catheter, the doctor found that the pump could not pressurize the balloon. After replacing it with a set of u30, the surgery could be normal. As per information mentioned in the internal bd comments on 30oct2023, stated that the product did not show any defects from the outside.